Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was noted.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the description of this previously reported event. The bleeding was successfully managed with compression with no further intervention required. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Updated: b5, d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was n oted. Additional information was received that right transfemoral access was used for the delivery catheter system (dcs). The hemorrhage occurred at the right leg at the end of the procedure. Per the physician, it was unclear whether the hemorrhage was due to the dcs or the non-medtronic (perclose) closure device. Treatment was compression hemostasis. The minimum diameter of the access vessel was 5.9 mm × 6.1 mm in the external iliac artery. Moderate-severe calcification of the lower extremities was a contributing factor to the event.